Event description:
It was reported by service report that the siderail was missing from the bed, power cord outer insulation was ripped and ground jumpers were damaged. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Siderail and ground jumpers.